Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise can be seen on the rv lead beginning on (B)(6) 2022. Inappropriate therapies were delivered on (B)(6) 2022 due to noise. Numerous fast nst detections have occurred since 2022. The short rv interval counter will intermittently increase and the sensing trended down in the first year after implant. The rv threshold has trended low ~0.5v, sometimes reported as <0.5v on hmsc. Full lead evaluation was recommended. Should additional information be received, this file will be updated.

Manufacturer narrative:
On (B)(6) 2024 lead could not be extracted and was capped. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.